Event description:
Updated 23-sep-2025 at 7:52 am cst (dge): called rep back explaining that I reviewed data from 3 different cl tx over time noting the rv coil is trending between ~60 to almost 90ohms which is a bit variable but not uncommon for single coil leads. Rvtip to coil and rv ring to coil is also very stable over time. No indication of fracture based upon impedance trends. D: caller noted they took an x-ray, from that they noted no indication of lead conductor separation and no indication of fracture. Patient is being wheeled in for device change out (rrt). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).